Manufacturer narrative:
The biopsy guide was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned biopsy guide was found to be in good condition and was able to lock and release without issue. No problem was found. The manufacture date was not available at the time of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in an electrode and probe placement procedure. It was reported that the site had a hard time with the primary lock in precision aiming device (pad). While trying to drill through the instrument, the pad started to rotate while putting pressure which was making the drill bit start to skive off. The site was able to compensate and after a 5 minute delay they were able to complete drilling. No impact on patient outcome.